Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was powered on and display¿s hourglass proceeded to a blank display. The pump was opened; moisture was observed on pcb. The bolus button was found to be inoperable and the bolus button cover was torn. The bolus button cover was removed and the slug was found to be missing. The pump case was cracked at the bottom right corner between pump seal and the keypad. The remaining steps for the investigation were unable to be completed due to the blank display and moisture ingress issue.